Event description:
A caller reported difficulty with the pump quick bolus and wake button, stating that it was hard to press and often required multiple attempts to activate the pump screen. There was no adverse impact on the customer's blood glucose level. No further information was received about any corrective actions taken, as the patient declined to proceed with troubleshooting.